Event description:
A report was received that the patient¿s leads lacked working contacts and had difficulty charging the ipg. It was also reported that patient had an MRI. Database analysis revealed high impedances on several electrodes. The device appeared to be working as expected. The patient will undergo an scs system replacement.

Event description:
A report was received that the patient¿s leads lacked working contacts and had difficulty charging the ipg. It was also reported that patient had an MRI. Database analysis revealed high impedances on several electrodes. The device appeared to be working as expected. The patient will undergo an scs system replacement.

Manufacturer narrative:
Additional information was received that the patient cancelled her revision procedure. It was also reported that MRI was the cause that the device was not working properly. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of high impedance and difficulty charging the ipg were not confirmed. Impedance readings were within normal range. Device exhibited normal charging and discharging characteristics when charged with recommended optimal alignment. Device exhibits normal device characteristics. Sc-2218-50 (sn (B)(4)) the complaint of high impedances was confirmed. Investigation revealed that the cables were completely broken at the bent/kinked location of the lead, approximately 30cm from the proximal end . There were no exposed cables at the fracture site. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. The completely fractured cables were the reason for the high impedances observed. Sc-2218-50 (sn (B)(4)) the complaint of high impedances was confirmed. The investigation revealed that all of the cables were completely broken at the bent/kinked location of the lead, approximately 31cm from the proximal end. There were no exposed cables at the fracture site. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. The completely fractured cables were the reason for the high impedances observed.

Event description:
A report was received that the patient's leads lacked working contacts and had difficulty charging the ipg. It was also reported that patient had an MRI. Database analysis revealed high impedances on several electrodes. The device appeared to be working as expected. The patient will undergo an scs system replacement.

Event description:
A report was received that the patient¿s leads lacked working contacts and had difficulty charging the ipg. It was also reported that patient had an MRI. Database analysis revealed high impedances on several electrodes. The device appeared to be working as expected. The patient will undergo an scs system replacement.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient underwent a replacement of the leads and ipg. Device malfunction was suspected on the leads. The patient was reportedly doing well postoperatively.